Event description:
It was reported the patient lost stimulation after experiencing a fall. A sjm representative reprogrammed the patient, but effective coverage in a needed area could not be obtained. X-rays may take place for further investigation. Follow-up revealed the patient was scheduled to receive epidural injections, but cancelled the appointment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.